Event description:
The hospital reported that the end of the coronary artery bypass graft surgery procedure, the last two loops of the seal did not unravel. The surgeon was able to remove in through the "suture bites" without tearing the anastomosis. No patient complications were reported by the hospital.